Event description:
It was reported that the procedure was to treat the left superficial femoral artery (sfa) via right side crossover with a sharp bifurcation, heavy tortuosity and heavy calcification. There was difficulty placing the sheath and a stiff .035 guide wire was placed. The 7x150 mm absolute pro self expanding stent system (sess) was advanced to the lesion and deployment was attempted. The first two centimeters deployed and the thumbwheel was blocked and the rest of the stent could not be deployed and it also could not be retracted or removed. Therefore, a surgical cut down was performed on the left side and an endarterectomy was performed in the lesion. The stent and plaque came loose at that moment and the stent and delivery system were removed. The patient stayed one night in intensive care and went home the following day. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed reports it was stated that the device was removed in pieces. It was confirmed that nothing remained in the patient, confirmed on imaging no additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported material separation were able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). The reported entrapment of device was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.